Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, an electrical failure occurred in the entire room, requiring the robot to be restarted and causing a 30 minute delay during the time it took to reset the system. While in the process of applying the first staple line, where the risk of fistula is the greatest, there was a second power failure, which was longer and more serious than the first. During this time, there was a total blackout, and the da vinci system shut down. When the power came back on, and the system restarted, they found that the sureform 60 stapler was clamped on tissue in release mode. The stapler was engaged for stapling, however, it was jammed and did not work. The stapler instrument was manually removed using the manual release knob (mrk). The stapler was no longer operational, and another stapler was used to complete the procedure robotically. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse), who checked the system logs and found that the customer did not press the emergency power off (epo) after the power cut event and prior to attempting to remove the stapler instrument. The stapler was inspected prior to use. There was slight damage to the affected tissue as a result of this event, including some unexpected tissue removal; per the surgeon, the amount of removed tissue could not be assessed. A new staple line was created to repair the damaged part of the stomach. In addition, and unspecified amount of bleeding was observed at the angle of his (esophagogastric angle). Hemostasis was achieved via a bipolar forceps instrument. The patient is doing well, though there are concerns regarding potential long-term complications as a result of this event. The patient underwent a CT scan before discharge on postoperative day 1 in response to those concerns.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication is attributed to a power failure in the entire operating room. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the device logs for the sureform 60 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 5 times, and it fired 4 blue reloads. On install 1, the system failed to detect the reload color and the user manually selected the blue reload. On installs 1 and 3, the first two clamps were successful, and the firings were both completed with 1 pause for compression. On installs 2 and 4, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp appears to have been successful and was completed. The system logs then show that the system was restarted several minutes later. No firing was shown to have been attempted during this install. Approximately 7 seconds after the restart, the stapler instrument was not accepted by the system, and it was force expired to prevent further use. The system logs show two error codes indicating that the tool data of the instrument was invalid on the restart, which resulted in the force expiration. The power cycling of the system while in a clamped state likely resulted in the errors. Approximately 3 minutes later, the grip release tool was detected on the instrument. It appears that the instrument was then removed, and it was not used again in the procedure.